Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Event description:
Supplemental submission for b2 correction.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction is required for b2. B2: outcomes attributed to adverse event - correction - remove check-mark for required intervention to prevent permanent impairment/damage (devices) due to incorrect entry. G3: date received by manufacturer - additional information. H2: if follow-up, what type - correction.